Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On the same day as onset, the patient was hospitalized for the event. The patient was treated with IV (intravenous) injections of vancomycin, 1gm, stat then every 5th day piperacillin plus ¿tazo¿ (unspecified ceftazidime) 4.5gm ¿bd¿ for 14 days. The cause of the peritonitis was not reported. At the time of the report, the peritonitis was resolving, the patient was recovering, and the dose of dianeal therapy was maintained. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.